Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was in the process of delivering a bolus when the touchscreen became frozen. Troubleshooting with tandem technical support was performed and the touchscreen remained frozen. Customer's blood glucose level was not impacted. Reportedly, customer has back up injections for insulin therapy.